Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported eye tracker issues, and that the issue has been affecting his outcomes, resulting in a need for retreatment. Information has been requested from the reporter.